Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial report, a correction was required;(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019, that on (B)(6) 2019, a loss of connection occurred. No product or data was provided for evaluation. Confirmation of the reported allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.